Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, a pre-implant balloon aortic valvuloplasty was performed due to a high gradient of 60 mm hg. Subsequently, the valve and dcs were inserted into the patient. Upon initial deployment, at a depth of approximately 2-3 mm, an infold and under-expansion of the valve frame were noted. The valve was recaptured and withdrawn from the patient. A new valve was implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012215983); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the valve was received in its original box and jar with a clear solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and intact with signs of creases. As received, all leaflets were closed. All commissures appeared intact. There was compression around the skirt. The valve was submerged in a warm saline bath; the valve frame reset. No signs of damage were found on the frame. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed; no issues were noted. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: four static images were provided for review. Fluoroscopic valve load inspection was performed, and overlap appears to only reach node 3. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. In this case, the image of the fluoroscopic valve load inspection would be considered a good load. It was reported that the infold and under expansion was visible during the first deployment attempt. The valve was deployed on the sterile field and an infold was confirmed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 85.9mm with a perimeter derived diameter of 27.3mm suggesting a 34mm device. The aortic valve appeared to be significantly calcified with protruding annular calcification. Updated data: d9. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.